Event description:
Tmj concepts device implanted in (B)(6) 2011. Wired shut for 10 weeks and never recovered. Lost 35 lbs. Vomiting started after wires removed which lasted a yr. Specs of fresh blood in ear for over 7 months. Now suffering from: paralysis, nerve damage, numbness in lip area, loss taste and smell, cysts in uterine lining, kidneys inflamed, neck and back issues, oromandibular tremor, stomach problems, balance and dizziness issues, hearing problems, headaches, memory issues, and leg and eye twitching. Pt had to give up career.